Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with a implantable neurostimulator (ins it was reported that patient was in the operating room removing the system due to MRI eligibility and the tined lead broke. No symptoms were reported. No complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tyyf, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was broken as the hcp was removing the wire for explant. The hcp was able to get the entire wire out, including the tines and electrodes.

Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with a implantable neurostimulator (ins it was reported that patient was in the operating room removing the system due to MRI eligibility and the tined lead broke. No symptoms were reported. No complications were noted or anticipated.